Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation of the complained screwdriver shows that the threaded tip of the inner shaft is broken off due to mechanical overloading during use. The broken surface itself is homogenous which indicates material conformity. Conclusion: while no product fault could be detected, a review of the device history records has been requested. We suppose that too much applied mechanical force, movement sideways not according to op instruction may have caused the breakage. Therefore, the device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that during the operation the top of the inner shaft was broken. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.